Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service due to inappropriate shocks. The (0074) lead was replaced with a downsize plus lead (0095).